Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a code 1004 indicative of shorted lead condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. It was noted that the patient's rhythm was converted. The decision was made to shut off the device and monitor the patient until device and lead revision could be performed. Additional information received reported that the ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This ICD has been received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the device case. Review of the stored memory confirmed a shorted lead was recorded by the device on july 21, 2022. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a code 1004 indicative of shorted lead condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. It was noted that the patient's rhythm was converted. The decision was made to shut off the device and monitor the patient until device and lead revision could be performed. Additional information received reported that the ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This ICD has been received for analysis.